Event description:
Approx 6 months following the placement of a cypher and a taxus stent, the pt returned for follow up. Repeat coronary angiography revealed a disruption type fracture of the stent placed in the distal right coronary artery with in-stent restenosis. The pt was treated with balloon angioplasty. This pt was admitted for further evaluation due to unstable angina. There is no history of previous myocaridal infarction or previous percutaneous coronary intervention. Coronary angiography revealed 3 vessel disease. The target lesion is described as an eccentric, mildly tortuous segment of the right coronary artery. This de novo lesion had angulations of <45 degrees, with no calcification and no thrombus present. Lesion length was>20mm. Timi of 2. It is unk if the lesion was pre-dilated. A cypher 2.5 x 23 stent was deployed followed by a taxus 4.5 x 20mm stent. It is unk if the stents overlapped. Highest balloon pressure was 10 atms. There were no procedural complications.